Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid procedure, the device would not staple. The stapler worked properly with the first reload. Then the surgeon placed a second reload and then the surgeon felt resistance when he wanted to move the cursor; it was blocked and would not move. The surgeon took another stapler which presented the same problem. No buttressing material was used. The device was not fired next to an existing staple line. No unexpected noise was heard. After use, all triggers and buttons returned to their original position. The surgeon did not have any difficulty to remove the device from the patient tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Swing tab in locked position. Instruments (a) and (b) were received in good visual condition and with cartridge reloads loaded in the instruments. The cartridge reloads had the swing tabs in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tabs were reset and the cartridges were loaded into the devices for functional testing. The devices achieved their complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. In addition, the channel shroud for instrument (a) was noted to be damaged. A probable cause for this type of damage is by over-extending the latch lever. A batch record review was performed and no anomalies were found during the manufacturing process.